Event description:
It was reported that the device would not operate on ac power. There was no report of pt involvement with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated that device and verified the reported no ac operation failure. Physio replaced the power supply module and then, observed proper device operation through functional and performance testing. The device was returned to the customer for use.